Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused a growth on a patient's liver. The patient did receive medical intervention in the form of oxygen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused a growth on a patient's liver. The patient did receive medical intervention in the form of oxygen. In the previous report b2, h7, and h9 were omitted. They are reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported received information alleging a ventilator's sound abatement foam became degraded and caused a growth on a patient's liver. The patient did receive medical intervention in the form of oxygen. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on 11 nov, 2024 and section h11 should be reported as: the manufacturer previously reported received information alleging a ventilator's sound abatement foam became degraded and caused a growth on a patient's liver, particles in airway. Eyes are swollen and takes time to swelling to go down. Patient stated black particles will be seen in coughing. Night, patient will waking up coughing. The filters are very dirty all time. Patient is having headaches in morning when first waking up 4 days of 7 days of week. The patient did receive medical intervention in the form of oxygen. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.